Manufacturer narrative:
Based on the additional info rec'd on 1/28/97, it is believed that an internal suture erroneously pierced the drain & was not visualized prior to an attempted removal of the drain. Resistance was noted during the removal attempt & force was applied. This info was provided by the reporter.